Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No ramping numbers noted on the display. No moisture damage on electronics assembly noted. Pump received with cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported having water poured on them while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported a bubble was present under the insulin pump's display. The customer also reported the up button was scrolling when inputting their carbohydrates. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.